Event description:
Event description cpi received information that this implantable pulse generator (ipg) system exhibited an intermittent loss of ventricular capture. Prior to troubleshooting, the device began to capture and the physician elected to leave the system implanted as it is.